Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during an interrogation, the pacemaker was found in standby mode. No anomalies were observed during the tests that were performed after the pacemaker was re-initialized.

Manufacturer narrative:
Preliminary analysis revealed that the device switched in standby mode on (B)(6)2020 , following the detection of corrupted data in the device memory. The root cause of this corruption could not be identified. Normal operation was restored after re-initialization on (B)(6)2020 .

Event description:
Reportedly, during an interrogation, the pacemaker was found in standby mode. No anomalies were observed during the tests that were performed after the pacemaker was re-initialized.

Manufacturer narrative:
Please refer to the attached analysis report. Attachment: [20200818 - file-2020-01320 - analysis and closure report - resp-2020-00929.pdf].

Event description:
Reportedly, during an interrogation, the pacemaker was found in standby mode. No anomalies were observed during the tests that were performed after the pacemaker was re-initialized.